Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The 2nd cobas e 801 analytical unit serial number that was used at the investigation site was not provided. The calibration and qc data do not hint at an issue. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys troponin t hs assay on a cobas e 801 analytical unit, and not matching the patient's physical condition. The sample was initially tested twice, but no value was obtained, and "<sig.l" and signal abnormality low error messages were displayed. The sample was then tested and resulted in the following troponin t hs values using dilution factors: no value was obtained (dilution 1:2 and "<sigl" was displayed). 0.0300 ng/ml (dilution 1:10 and accompanied by a data flag). 0.300 ng/ml (dilution 1:100 and accompanied by a data flag). 1.31 ng/ml (dilution 1:400). 3.02 ng/ml (dilution 1:900). The troponin portable kit result was negative. The patient sample might have been tested on a different cobas pro after being pooled with samples with known values, resulting in values of 1.05 ng/ml and 0.170 ng/ml. A clarification about these values was requested but has not been received yet. The sample was sent for investigation: on (B)(6) 2025, the sample was tested at the investigation site using roche elecsys assay on a 2nd cobas e 801 module: troponin t hs result: < 0.00300 ng/ml. Troponin t hs stat result: no value was obtained, and "<sigl" was displayed. On (B)(6) 2025, the sample was then sent out to a different laboratory and was tested using abbott architect assay, and the ctni result was < 0.004 ng/ml.

Manufacturer narrative:
The sample was received for investigation on 30-oct-2025. During the investigation, the bead pattern analysis showed that the signal for troponin t hs measurement was decreased due to an interfering factor, which led to bead aggregation and subsequent signal quenching. The product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem. The cause of the event was due to an interfering factor.